Manufacturer narrative:
Sample has not been received in time for this report, therefore, investigation is complete. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: complaint received via med-watch. At the end of the davinci robotic procedure, the balloon port for the procedure was removed and after inspection by the scrub rn to confirm integrity of the balloon port, the sheath was noted to have a circumferential crack. No pt injury reported.